Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked before use on the patient. No patient involvement.

Event description:
It was reported the spring wire guide was found kinked before use on the patient. No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned two, opened cvc kits for analysis. It was noted that one kit contained a defective guide wire, while the other kit contained a guide wire that appeared functional and showed signs of use. Confirmation from the customer revealed that the functional guide wire was the second guide wire used after detecting the kinking on the first guide wire. No signs of use were observed on the defective guide wire. Visual analysis of the defective guide wire revealed two major kinks towards the distal end. The guide wire was inserted through a lab inventory assembly tubing , advancer, and cap. When fully assembled, the more distal kink was located inside the advancer tubing, which would have protected the area from any damage; however, the second kink would have been located in the window of the straight molded tube subcomponent. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during storage/shipping. Microscopic examination confirmed both welds were present and spherical. The kinks in the guide wire measured 535mm and 568mm from the proximal end. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .792mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." "Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was advanced through the returned catheter and a lab inventory ars/18 ga introducer needle. The swg was able to pass through each with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The portion of the kinked guide wire would have been located over the thumb guide and was not protected by the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.